Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to site to test the equipment. Representative reported that central processing unit (cpu) of the mobile view station (mvs) was replaced and a system checkout was performed. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The suspect part has not been received by manufacturer for evaluation.

Event description:
A site representative reported that while outside of procedure, the image resolution on the mobile view station (mvs) screen was too big. There was no patient present at the time of the issue.

Manufacturer narrative:
The computer for the viewing station of the imaging system was returned to the manufacturer for evaluation. Testing found that the imaging system would not display on either port before and after cmos battery replacement. It was reported that the video card was suspected to be the root cause of the anomaly.